Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: (B)(4). During a ventricular tachycardia case, a pericardial effusion occurred. While attempting to reach the left ventricle (lv) for voltage mapping, the patient became hypotensive. An echocardiogram was performed which revealed a small pericardial effusion at the base of the lv. The pericardial effusion resolved on its own with no intervention needed. The patient is stable and was discharged the day after procedure. There were no performance issues with any sjm devices.